Manufacturer narrative:
Corrected information provided. Previous information sent "a" was incorrect. There is no other remedial action for this file. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with superior diffuse lamellar keratitis (dlk) extending to the pupil one day post lasik. A topical corticosteroid drop was prescribed and the patient was instructed to use a steroid/antibiotic combination drop. The reporter indicated dlk has resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The preventive maintenance was performed regularly. A review of the treatment report for the date of treatment shows the user operated surgery with recommended energy settings. No relevant deviation between planned and performed energy is detectable for the treatment and no abnormalities are detectable that could contribute to the reported event. No technical root cause was identified. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).